Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous antebrachial shunt. A 6.0 x 40/40 sterling otw balloon catheter was advanced and inflated to 13atms for 30 seconds when a leak was noted and a balloon rupture occurred. The sterling balloon catheter was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned sterling over the wire balloon catheter revealed the device was returned in the hoop. There was contrast in the wire lumen and balloon. Inspection of the balloon revealed a pinhole on the balloon wall material 30mm from the distal tip. Microscopic inspection of the balloon material and the remainder of the device revealed no evidence of any material or manufacturing deficiencies that could have contributed to the balloon pinhole. The returned device is relatively consistent with the reported balloon burst. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous antebrachial shunt. A 6.0 x 40/40 sterling otw balloon catheter was advanced and inflated to 13atms for 30 seconds when a leak was noted and a balloon rupture occurred. The sterling balloon catheter was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.